Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone15.4. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 300 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (leg), it was noticed that the cannula had a cut and the insulin was leaking. Symptoms reported include nausea, dehydration and moderate ketosis. The patient was treated with intravenous (IV) fluids, nausea medication, and insulin. The patient was discharged on the same day.